Event description:
The user facility reported during the vitrectomy procedure the cutter did not work properly. There was patient contact but no injury to the patient.

Manufacturer narrative:
Evaluation completed. One opened bl5425w pack from lot v2971 was returned. The cassette assembly and tubing are clean and dry with the tubing still coiled and taped together and does not appear to have been used. However, the 25g vitrectomy cutter has been disconnected from the assembly and was lying loose in the bottom of the pack tray. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the aspiration line of the cutter. The back cap was aligned correctly with the vent hole in the side of the cutter body. All connectors were inspected with no defects found. A functional test was performed using a stellaris pc system. The assembly had good clean cuts and aspirated as intended throughout the various cut rates and aspiration levels. The sterilization and lot history records were reviewed and found to be acceptable.